Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had red foreign substance coming out of the forceps channel. The reported issue was discovered after a ¿non-bleeding¿ case procedure during reprocessing of the scope. The customer further detailed that the red foreign matter adhered to the cleaning brush. The customer then used another cleaning brush for a repeated cleaning and processed the scope through the washing machine. By performing these cleaning steps, the issue was resolved. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the instrument/suction channel. The customer confirmed that the facility wipes or brushes the instrument channel, instrument channel port, instrument channel outlet and suction cylinder with a gauze, brush, or sponge. The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: switch 1 (sw1), plastic distal end cover (c-cover), and image guide (ig) snake were scratched. The objective (ob) lens, bending section cover (a-rubber), and light guide (lg) lens adhesives were cloudy. Additionally, the ig was corrugated, the a-rubber was cracked, and the suction cylinder paint is peeling and the a-rubber adhesive was also chipped. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was found that the red foreign material was a mixture of organic silicone and fatty acid ester. Organic silicones are used in chemical solutions and antifoaming agents, and fatty acid esters are used in chemicals, but we have not been able to identify them specifically. Therefore, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: ¿ chapter 3 compatible reprocessing methods 5.5 manually cleaning the endoscope and accessories¿. ¿brush the channels] - brush from the suction cylinder to the distal end of the insertion section (this brushes the instrument channel in the insertion section and the suction channel in the control section) 2 insert the brush at a 45° angle into the opening located in the side wall of the suction cylinder. Using short strokes, feed the brush through the instrument channel until it emerges from the distal end of the endoscope¿s insertion section. 3 inspect whether there is debris on the bristles when the brush emerges from the distal end. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 4 carefully pull the brush back through the instrument channel and the suction channel and out of the suction cylinder. 5 inspect whether there is debris on the bristles when the brush emerges from the suction cylinder. Clean the bristles in the detergent solution using your gloved fingertips to remove any debris. 6 repeat step 2 through 5 until no debris is observed upon inspection of the brush. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.